Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer blood glucose level. Customer has been unable to successfully resume insulin therapy and a replacement pump was sent to the customer to resolve the issue. The customer will use the current pump or manual dose injections.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.